Event description:
On (B)(6) 2011, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis featuring c3. During the procedure the physician was attempting to reposition the contralateral gate of the gore excluder aaa endoprosthesis when the device moved distally approx 2.5 cm. The physician then chose to convert to an open procedure and remove the gore excluder aaa endoprosthesis. The device was discarded at the facility. The pt tolerated the procedure.